Event description:
Synthes MFR #(B)(4) 16mm cannulated screws (self drilling). The drill tips of 2 screws separated from the device during the surgery. They are small and were left in place as trying to remove would have caused damage. FDA safety report ID# (B)(4).